Event description:
The operator of a dimension vista 500 instrument scrapped her hand on the edge of the titration plate. The operator was attempting to remove a vial carrier from shuttle 2, which jammed during routine system operation. The operator went to the hospital emergency room where she cleaned her hand and filed an incident report. There are no known reports of adverse health consequences due to the operator's scrapped hand.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data. The cse determined that the system generated a reagent storage ring error and a shuttle 2 home error during the time of the event. The cse removed a jammed vial carrier from the shuttle 2 vial mixer location and replaced shuttle 1. The cause of the system errors and jammed vial carrier was due to a malfunction of the shuttle 1. The cause of the operator's scrapped hand was a human factors issue. The cse successfully performed diagnostics sequence testing. The cse successfully ran quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.